Event description:
The device was implanted in 2000. Three months later, the physician's nurse specialist informed the manufacturer's (MFR.) Clinical specialist of the following: the patient was exercising during physicial therapy and the pump stopped. When reconnected to the system monitor, the alarm was red heart, low beat rate. Hand pumping was initiated. The controller was changed and the pump began working again. On the following day, the physician's nurse specialist contacted the MFR's clinical specialist and stated that the patient was again in physical therapy and the pump stopped. Patient had just sat down in a chair. The y-connector was manipulated and the pump began pumping again. An x-ray was taken. The facility's physicians read the x-ray as a broken perc lead and requested that the MFR send a tech to the facility. Three days later the MFR's tech presented at the facility. Electronic and mechanical evaluation of the perc lead did not reveal a problem. Two weeks later, this facility's coordinator contacted the MFR's clinical specialist and informed her that the patient was transferred to pneumatic support after the pump stopped, but did not have adequate support from the stroke volume limiter (svl)/console. The MFR's clinical specialist advised her that starting and stopping electrically would not be a good solution. The diaphragm position is important for full excursion during use with the svl. The patient was running on electric actuation awaiting the heart. In 2002, the MFR's representative was informed that the patient had expired. The hospital was aware that the patient could not tolerate pneumatic support once the pump had stopped due to inflow valve regurge. Implanting of another device was not chosen as an option. No further details were provided.